Event description:
New information received indicating that the patient presented on (B)(6) 2020 for procedure and the device was explanted and replaced. The patient was stable prior, during, and after the procedure.

Manufacturer narrative:
Additional b1, b2, b5, d6b, h1, h6.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. There were no consequences to the patient.